Event description:
Additional information became available that several months later, continued high right ventricular pacing impedances are still being seen for this patient. All other measurements are stable. There are no plans to revise this lead due to the patient age, and risk of infection and general complication risk may outweigh the benefit of a lead changeout. To date, only the rv pace/sense impedance is elevated and the patient is not dependent. No adverse patient effects have been reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this report will be updated as necessary.

Manufacturer narrative:
All available information indicates that the patients device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that this patient was seen in the emergency room (ER) in florida. The boston scientific sales representative (sr) that interrogated the device noted that the lead impedance measurements are hovering around 2000 ohms, with several home monitoring readings that have been that high. Isometrics and pocket manipulation was performed and nothing unusual was found. The sr thought that an alert may have come from the patient getting a new home monitor, but it was indeed from high out of range impedance measurements from this lead. The patient also called patient services stating he was getting an error message on his home monitoring system. This was the alert for high pacing impedances.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a red alert for high out of range impedance measurements greater than 2000 ohms. This patient is a snow bird, and the boston scientific sales representative in his home state, learned that the patient is not at his summer home, so he will be seen by his winter physician. No additional information is available at this time. If additional information becomes available, this report will be updated.